Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation down both arms when she got in her car. Once the patient arrived home, she attempted to adjust her stimulation with her programmer and only had effective stimulation when she turned her head or bent down. Follow up identified the patient does not have effective stimulation. The patient stated that all of her programs have been deleted. Xrays were taken and showed no anomalies. The patient is no longer experiencing overstimulation, however; stimulation is ineffective. Reprogramming is to take place at a later date.